Event description:
Procedure: exploratory laparoscopy. Patient under went this procedure for right iliac fossa pain. Allegedly, the trocar damaged the right iliac artery. The patient experienced hemoperitoneum & cardio-vascular shock. Hemostasis was achieved and the artery repaired.